Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2007 the patient presented with pre-op diagnosis: left ulnar neuropathy. The patient underwent: left ulnar nerve decompression at the elbow and cubital. (B)(6) 2008 the patient presented with pre-op diagnosis: cervical spondylotic myelopathy. The patient underwent: 1. Posterior cervical decompression from fourth cervical through seventh cervical. 2. Posterior fusion third cervical to first thoracic. 3. Use of local autologous bone graft, cancellous allograft, and bmp (rhbmp-2). 4. Use of intra-operative neurophysiological monitoring. As per op notes, each lateral mass from c3 through c6 bilaterally was then drilled, tapped, and sounded to accept a 3.5x14mm lateral mass screw. The screws were carefully inserted. Then pedicles of t1 were cannulated, tapped and sounded to accept a 4.5x24mm screw. These screws were inserted. Rods and locking screws were then inserted to complete the construct. Morsellized allograft chips and morsellized local autograft bone were wrapped in a bmp-soaked collagen sponge and were laid down over the fusion mass. Patient tolerated the procedure well and there no complications. Patient alleges unspecified injury due to the use of rhbmp-2.